Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, after the operating enseal for ten minutes, he was dissecting the ip ligament using our enseal. After another activation for ten seconds and advancing the knife, he tried to have another bite further to take down the whole ligament. Once he removed the jaw from the tissue, he found the electrode of enseal stuck on the tissue and fell off inside the patient. He closed the jaw again to removed the instrument, he examined the jaw and make the complaint immediately. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the cable cut off. As the cable was cut off, functional testing could not be performed. When an electrode separates, the typical result is a replace light error illuminating from the rf60 generator and a change in beeping tone. Or on the gen11 generator, a reposition jaws and reactivate followed by a replace instrument alert screen displayed along with an audible alarm. This failure mode causes a short in the system and stops energy from being applied to the tissue.